Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised due to hip pain. X-rays shows subsidence of the sleeve and stem. The doctor revised the femoral component. Cup and poly as well. Stem and sleeve loosening at bone to implant interface. Doi: (B)(6) 2013, dor:nov 16, 2018, right hip.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: examination of the returned devices was not able to confirm the reported event. No evidence was found indicating product error was a contributing factor. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.